Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was unknown. The same day as the peritonitis diagnosis, the patient was hospitalized and treated with vancomycin injection (dose, route, and frequency unspecified), ceftazidime injection (dose unspecified, intraperitoneal, "each 24 hours") for peritonitis. At the time of this report, the patient was recovering from the events. The action taken with pd solution was not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.